Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  Please reference related manufacturer report numbers: 2015691-2019-02425, 2015691-2019-02426, 2015691-2019-02427, 2015691-2019-02428, 2015691-2019-02429, 2015691-2019-02430, 2015691-2019-02431, 2015691-2019-02432, 2015691-2019-02433 and 2015691-2019-02434.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  In this case, the exact valve model numbers and date of the events are unknown. According to the mitral trial the date range for this event is from february 25, 2015- december 21, 2017.  For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with this presentation are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the author, these were mvir patients. It should be noted that deployment of the sapien xt/sapien 3 valve in a previously implanted mitral ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt/sapien 3 valve in this scenario. The cause for 6 of the mvir patients in the study needing a second valve is unknown and detail of the events were not reported. There was no allegation or indication a device malfunction contributed to these adverse events. It is possible that the patient factors and/or procedural factors not provided  may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference the presentation ¿2019-euro pcr presentation-1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcatheter valves¿

Event description:
As reported through 2019-euro pcr presentation-¿1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcatheter valves¿, a multicenter study evaluated the outcomes of 91 patients who underwent mitral valve in valve (mviv), mitral valve in ring(mvir) and native mitral valve (mac) procedures with the sapien xt valve and sapien 3 valves from february 25, 2015- december 21, 2017. The author report that during the study period 6 mvir patients needed a second valve. The cause for the second valve is unknown and detail of the events were not reported. There is no particular information to identify each patient.